Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Nflex was implanted at l2-s1. Surgeon reported radiographic evidence of screw loosening at one year follow up. It is unk if the device was explanted. This is the third of three reports for this event.